Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the pump error alarm. The customer's blood glucose was 119 mg/dl. The customer reported that the troubleshooting was performed. The customer reported that the self and displacement test was performed and the test was passed. The customer reported that they had able to rewind the insulin pump and there was multiple pump error was occurred after insulin pump rewind. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error noted. Motor was tested outside device and passed. (B)(4).